Event description:
It was reported that the wake/sleep button on the ilet was previously unresponsive, though during the call the customer was able to unlock the screen and navigate the menu using the button, and no device alarms occurred. Symptoms included no clinical effects. Outcomes included no impact to therapy and no need for medical attention. Investigation included user education and real-time functional check by the customer, with monitoring advised. Investigation of this case revealed no reproducible malfunction and normal device function at the time of assessment, consistent with intermittent or user-interface responsiveness concerns. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.